Event description:
It was reported this filter was placed prophylactically 9 years ago in a pt involved in a motor vehicle accident. It was noted during a recent x-ray taken for a kidney exam, one of the filter legs was broken and detached from the filter. The broken leg appeared to be free floating a couple of centimeters from the filter and the portion of the leg still attached to the filter appeared to be perforating the vena cava. No surgical intervention resulted from this event and no further action has been planned. The pt's condition is good and will be monitored by the physician on an outpatient basis. This device remains implanted. Therefore, no failure analysis will be available. As co's followup could not confirm any further details regarding the circumstances surrounding this event, co is unable to determine the cause for this event.